Event description:
It was reported that during a brevera procedure on (B)(6) 2023, when the needle was inside the patient they could not fire and would not pass testing with another probe. The patient had to be rescheduled. A field engineer examined the equipment and found that the inner cannula fork had broken. A replacement driver was installed and tested successfully. The system met the manufacturer´s specifications. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. A field engineer examined the equipment and found that the inner cannula fork had broken. A replacement driver was installed and tested successfully. The system met the manufacturer´s specifications.